Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient also reused single use supplies. The patient used the same disposable set when restarting therapy and stayed connected to the set up during priming of the device. The technical service representative reviewed proper procedure. The patient would restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient reused the same disposable set after restarting therapy and stayed connected to the set up while priming the device. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.